Event description:
This pt underwent a lateral vertebral resection around l5 with resection of large anterolateral nerve sheath mass, operating microscope. At beginning of the initial closure, the surgeon was advised that a cottonoid sponge was missing. Closure of the wound was completed and the sponge was still missing. An x-ray was taken and a sponge was identified. The wound was re-opened and, under the microscope a cottonoid was found tucked up medially, along the vertebral bodies anterolaterally. This was gently peeled free and removed. But then there was some further bleeding with this and further gelfoam had to be placed in this area along the venous plexus, and then hemostasis was able to be finalized. The pt was transferred to ICU, then was discharged home on (B)(6) 2010.